Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer 's daughter was reported via phone call that they experienced high blood glucose. Customer's blood glucose was 407 mg/dl, 409 mg/dl. It was stated that the customer was having issue with calibration that they were unable to do a bolus. Customer did not feel okay to perform troubleshooting. It was stated that the auto mode was active at the time of incident. The insulin pump will not be returned for analysis.